Event description:
It was reported that this pacemaker was explanted due to patient being unhappy with the rate response. The device was programmed with the minute ventilation feature but still was not satisfied. The patient reported feeling the heart pacing. Other programming options were discussed. The patient experienced a six seconds pause during surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this pacemaker was unhappy with the rate response. The device was programmed with the minute ventilation feature but still was not satisfied. The patient reported feeling the heart pacing. Other programming options were discussed and the device has been reprogrammed. The patient experienced a six seconds pause during an open heart surgery with the non bsc device. The patient had the non bsc pacemaker explanted due to normal battery depletion and had implanted the actual device. No adverse patient effects were reported.